Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leaking at site event on 01-apr-2024. Additionally patient reported site was puffy. No further infornmation was available.